Event description:
A malfunction alarm identified as malf 12 was reported by the customer, who noted no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The customer was able to continue using the pump, and it was advised that they call back if the malfunction code recurs, which the customer understood and acknowledged.